Event description:
It was reported that this pacemaker was explanted. Another device was successfully placed. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was explanted but was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, the conclusion code no problem detected was assigned.

Event description:
It was reported that this pacemaker was explanted. Another device was successfully placed. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.